Event description:
A patient was treated with fortaperm for a phalloplasty procedure in 2001. The physician implanted several units into the patient by layering the units on top of one another. The patient developed fluid accumulation and drainage approximately 6 weeks after implant date. An infection occurred several weeks after the fluid accumulation was observed. A culture was not performed. The device was removed in 2002. The treating physician commented that he had used the product pelvicol in the past for the same indication, and observed similar occurrences. The physician did not think that the infection was a result of contaminated or non-sterile product but resulted over several weeks related to the fluid accumulation and drainage conditions. Layering of the product may create space that is impermeable to fluid, cells, and blood vessels, and could result in inflammation, drainage, infection or extrusion.